Manufacturer narrative:
The investigation into the purge leak ¿ pump and the purge leak cassette issues has been completed since the original report was filed. The pump and purge cassette were returned for investigation. When purged, the sidearm was found to be leaking from the right side of the filter at the joint. The root cause of the purge leak was determined to be sidearm filter damage most likely due to insufficient adhesive.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g.infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported had an impella 5.5 prepped and ready for use when the team observed a purge leak from both purge reservoir and microfilter. The impella 5.5 and purge cassette were replaced and support proceeded with new without any harm or injury from delay.